Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle had retraction issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 305271; batch no.: 9064574. It was reported that the needle did not retract post medication in a behavioral health patient. Per email: I wanted to alert you we had a bd integra syringe which did not retract post administration of medication in an out of control behavioral health patient requiring medication.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle had retraction issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 305271 batch no.: 9064574. It was reported that the needle did not retract post medication in a behavioral health patient. Per email: I wanted to alert you we had a bd integra syringe which did not retract post administration of medication in an out of control behavioral health patient requiring medication.